Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found a light scratch on the objective lens, and particulates under the lens, but did not duplicate the user's report of loss of image. The device was returned unserviced at the user's request. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that on two occasions, they experienced a total loss of video image. Facility staff stated, that when the colonoscope's right/left control knob was being torqued, colored lines appeared on the video screen resulting in a total loss of image. The physician withdrew the colonoscope from the patients and completed the procedures with a different, but similar devices. There was no patient injury reported.